Event description:
The customer complaints blood leak during the treatment. The blood loss was max. 400 ml. No patient harm and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. As soon as the sample is onhand, we will start the investigation. The root cause of this event cannot be determined at the moment. Gambro does not regard the submission of this report as an admission of liability.